Event description:
It was reported by the patient that since implant they have experienced a high heart rate "sometimes in the 140's". It was further reported that they experienced shortness of breath. The patient was put on different medication to get their heart rate down. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.